Event description:
It was reported that a pt underwent a sling procedure in 2008. During the procedure, retropubic arterial bleeding developed into a hematoma that extended approx eight to ten cm above the pubic bone. An interventional radiologist emoblized the anterior division of the internal iliac artery and left obturator artery. Arteriograms demonstrated with bone overlay, appropriate medical placement of the sling needle. The interventional radiologist suspects that the injured vessel is an aberrant, unnamed structure. The pt rec'd two units of packed red blood cells and did well thereafter.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained a supplemental 3500a form will be submitted accordingly.